Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the inner shaft under the hub inflation port appeared to be perforated. During functional testing, while pressurizing the balloon, water was leaking out of the guidewire port and the device would not inflate due to the inner leak under the manifold. Additional information provided by the customer indicated that no anomalies were noted to the gateway catheter prior to use, there was difficulty purging air and the balloon leaked during preparation. No anomalies were observed along the outer shaft length and balloon portion of the catheter during analysis. Therefore, the reported balloon burst, and the balloon leaked were not confirmed. However, under magnification it was found that the inner shaft under the hub inflation port appeared to be perforated, likely causing the reported difficulty purging air and leak. Based on the device analysis, the cause of the perforated shaft could not be definitively determined. It is possible the guidewire may have been inserted into the wrong port and punctured the shaft during preparation. However, this could not be proven since the guidewire used in the procedure was not returned for analysis. Therefore, an assignable cause of undeterminable has been assigned to this investigation.

Event description:
It was reported that during preparation, it was not possible to purge the air and inflate the balloon and balloon rupture/leak of saline solution was observed. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation, it was not possible to purge the air and inflate the balloon and balloon rupture/leak of saline solution was observed. There were no clinical consequences to the patient.